Event description:
Orif plate was implanted on 122796, on left ulna on 050897 the plate had to be removed because it had broken. The broken plate caused pseudo - arthrosis and gross movement at the fracture site.